Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the unstable pressure was not confirmed as it was not retuned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6). The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during the procedure, the high flow insufflation unit pressure was set to 10, but it did not stabilize between 8 and 15, and when it reached 15, the alarm kept ringing. The unspecified therapeutic procedure was completed using the same device. There was no change in diaphragm movement or vital signs due to the anesthesia wearing off. There was no patient harm associated with the event.